Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a minimal light and the shaft was damaged. The issue occurred during set up. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure, damaged outer tube, was confirmed, but the low light transmission was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal edge and outer tube had dents, and the light guide adapter was loose. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.